Event description:
During the right knee arthroscopy, the shaver blade stopped rotating. The surgeon stopped using the blade and removed it from the patient. Once the shaver was removed from the patient and placed on the table, the cutting blade fell out of the shaver. The defective shaver blade was sterilized and saved. The defect was reported to stryker the manufacturer. Diagnosis or reason for use: repair of right meniscus tear.